Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37751, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the implantable neurostimulator recharger (insr) charging screen is seen, but the battery is not blinking and it is frozen. A hard reset was attempted which did not resolve the issue and resulted in the splash screen. It was mentioned that the connector pin felt a little bent. There were no out of box failures or patient symptoms alleged. A replacement insr was sent to the patient. Additional information received from the friend or family member of the patient reported that the implantable neurostimulator recharger (insr) screen is blank as of (B)(6). As a result, the patient had a sudden return of tremors on date notified. It was stated that they got a replacement insr and it came with a full charge, but now that it is time to charge it won't take the charge and the screen is blank. The tremors started an hour prior to the report and they can't charge the recharger or ins with therapy off. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger (dtc) ((B)(4)) revealed that the connector pin was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.